Event description:
It was reported that this implantable cardioverter defibrillators (ICD) device was explanted due to unspecified product performance issues. As a result, a new device was successfully implanted. No additional patient adverse effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).